Manufacturer narrative:
Patient underwent an initial subchondroplasty procedure on (B)(6) 2017, and no other concomitant procedures were performed. A review of the operative notes from the index procedure indicates the procedure proceeded as anticipated. The patient returned to the due to post-operative pain, and was prescribed physical therapy. Patient pain levels returned to normal after 24 months. The health care professional assessed the adverse event and determined that it was possibly related to the procedure and implant. This patient will continue to be monitored by the treating surgeon. The device in question was not returned, as it remains implanted. A review of the DHR was conducted on the lot in question, and no anomalies related to the complaint condition were noted.

Event description:
Clinical subject (B)(6) experienced increased pain post scp